Event description:
It was reported that this right atrial (ra) lead was explanted, the physician claimed at the 3 month follow up a chest x-ray showed the lead had moved slightly and was causing bigeminy premature atrial contraction. Once the lead was removed, the patient continued to have bigeminy premature atrial contraction. No additional information is available at the moment. No additional adverse patient effects were reported.